Event description:
During lead implant, the stylet was inserted and while withdrawing the stylet, material detached from the proximal end of the lead. The lead was replaced and the event resolved. The patient was stable.

Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a partial lead was returned in one piece. The stylet used was not returned for analysis. Visual inspection found the inner coil to be stretched and the connector pin was separated and was not returned with the lead. The cause of the reported event is consistent with damage during the procedure.